Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
On (B)(6)2022, it was reported that two (2) driver tips broke during a hardware removal procedure. No other information was provided, and attempts to obtain further information regarding this event were unsucessful. This report is related to report number (B)(4) for the other driver involved in this event.